Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-oct-2019 with the following findings:. During investigation, the keypad is cut/ punctured on up button, no peeling keypad from base. Up, down, ok keys are not working, contrast key is responsive. Up button contact is damaged. Unable to test bolus button due keypad is not working. Bolus button is intact..removed the keypad cover; no contamination was found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 29-aug-2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.